Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to dissection and death.

Event description:
The information was reported by cook medical inc quality and safety department on (B)(6), 2017, this patient underwent endovascular treatment for an acute stanford b type dissection. The patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu313115j/(B)(4), proximal, tgu262610j/(B)(4), distal). In addition, cook gzsd bare metal stent was implanted and overwrapped in distal side of tgu262610j. It was reported that true lumen was compressed by false lumen at superior mesenteric artery and renal artery level. A final angiography showed blood flows from an entry of right common iliac artery to a false lumen. No further procedure was performed since there was no way to treat blood flows. The patient tolerated the procedure, and was transferred to another room. The patient's condition suddenly worsened and expired. The physician commented as follows. There was nothing to do with the medical device. The pre-procedure condition of the patient was not good. This led to the death. The autopsy was not reported. No further information was obtained.

Manufacturer narrative:
Additional devices included in this report: tgu262610j/15570858: (B)(4).